Manufacturer narrative:
An invasive procedure was done to replace the lead model 4269 on 6/3/1997. The lead has not been returned for analysis.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of ventricular capture and inappropriate sensing. An invasive procedure was performed to analyze the system. The ventricular lead, model 4269, was found to have good thresholds and proper sensing. The physician rotated the lead, reinserted it into the ipg and proper pacing and sensing was observed. The system remains implanted.

Manufacturer narrative:
An invasive procedure was done to replace the lead model 4269 on 6/3/1997. The lead has not been returned for analysis.